Event description:
A report was received that following an implant procedure, the patient had a fall due to leg giving out. It was believed that fall was not device related. The patient went to the hospital for a rehabilitation.